Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient's sores were confirmed. The patient reported open sores under the garment and electrodes. The patient's nurse confirmed that the electrodes had been cleaned and that the wounds had been bandaged. There is no alleged device malfunction. There is no indication of serious injury. Follow-up indicated that the sores were improving.